Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7087595.

Event description:
It was reported that the patient developed and infection at the implantable pulse generator (ipg) site, symptom of pink fluid coming out of the site was noted. The patient was hospitalized and was placed on antibiotics. The physician was uncertain if the infection was device related, however, it was not procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.